Event description:
Report of 2 false negatives. Patient symptomatic. Confirmed by other rapid antigen test. Report 2 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: online review.